Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that according to the customer's parent, the insulin pump had alarmed stuck button. Troubleshooting was performed. The customer¿s blood glucose level was 8.4 mmol/l at the time of the incident. It was reported that the customer slept on the insulin pump and a button was pressed for more than three minutes. It was reported that the alarm was cleared and the buttons worked as normal again. Advised to monitor the insulin pump and to call back if problem persisted was given. The insulin pump will not be returned for analysis.